Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer received signal loss alarms and was unable to obtain readings. As a result, customer experienced hypotension. Customer was unable to self-treat, requiring treatment of dextrose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section h10 - updated to reflect the correct product for trend analysis.

Event description:
An alarm issue was reported with the adc device. Customer received signal loss alarms and was unable to obtain readings. As a result, customer experienced hypotension. Customer was unable to self-treat, requiring treatment of dextrose by third-party. There was no report of death or permanent injury associated with this event.